Event description:
During a greenlight vaporization of the prostate, the surgeon noted that the american medical systems, greenlight moxy fiber was noted to have a crack at the distal end of the fiber inside the metal tip/sheath. This was then replaced with a "like" fiber allowing the procedure to be completed without further incident.